Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an inguinal hernia repair procedure on (B)(6) 2010. During the procedure, the needle broke at the swage during knotted suturing to hold the mesh at the internal oblique muscle. No fragment remained at the pt's body. There was no adverse consequence to the pt.